Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the battery pack of the zimmer pulsavac plus produced heat during surgery and the batteries leaked. The surgery was finished with a backup pulsavac plus. There was no report of injury or medical intervention associated with the incident.